Manufacturer narrative:
Additional information was added in d.4., h.3., h.4., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of at the post operative week (pow)2 mark, the patient presented with (p/w) intraocular pressure (iop) 50, microcystic edema and best corrected visual acuity (bcva) 20/40 od; therefore, the condition of the product could not be verified. A possible root cause is that elevated iop requiring treatment with oral or intravenous medications or with surgical intervention are an established risks associated with use of the stent system that is clearly specified in the product instructions for use (IFU). A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s IFU could potentially contribute to an outcome similar to the reported event. Eyes with significant prior trauma. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract with trabecular stent implantation procedure, the patient intraocular pressure (iop) remained low without using iop lowering drops. Tt the post operative week two mark, the patient presented with iop approximately 50mmhg, visual acuity light persistent (va lp) and microcystic edema. The stent appeared to be in good position with gonioscopy. However, the distal end of the stent was not visualized in part due to the dense trabecular mesh pigmentation. Additional information was requested and received, stating that a few months prior to presentation, the patient had fallen from standing and sustained blunt trauma to the left side of the face. This likely resulted in pigment dispersion glaucoma. They were suspected there would be a chance of cyclodialysis cleft creation.